Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheters were splitting. Customer reported there was no patient involvement in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, the catheter had a split at the tip. It was reported that the line was changed and 2.5g vanc given."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device revealed the device was received with a piece of tubing on them. They were received within a generic plastic bag and showed signs of use (residues of dirt). No defect or abnormalities were found. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, the catheter had a split at the tip. It was stated that due to a leakage, the device was removed and a re-insertion of a new line was needed. The patient was given 2.5g vanc antibiotic but no infection has been reported. There was no patient injury.